Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticky and had to press multiple times to get it work. The customer stated that the insulin pump had scratches on screen which affect the visibility of screen. Insulin pump was broken and unable to repair. User had change batteries every week. No further details given. The insulin pump will not be returned for analysis.